Event description:
Dimensional discrepancy. It was reported that, cut for #4 lt; trial did not set "flush" with cuts; rechecked cuts; retrialed, still not "flush"; decided to change to #4 ps; made cuts; trialed with ps #4 lt trial; implanted #4 lt ps femoral."

Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (4) 2006 to (B) (4) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4). There are 2 events associated with this event type (dimensional discrepancy) and product code lxh.